Event description:
It was reported that an overdose occurred. The patient overdosed on oral opioids while implanted with the pump. The pump was put in minimum rate until the opioid overdose could be properly treated. As a result of the overdose, the patient experienced an altered mental status, general overdose symptoms, and pain. The patient status was reported as stable; however, the patient was "not able to stay awake". The medication in the pump was dilaudid. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# n303734009, implanted: 2011 (B)(6). Product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).